Manufacturer narrative:
(B)(4). Korean circulation journal: two cases of immediate stent fracture after zotarolimus-eluting stent implantation .

Event description:
Patient was referred for a regular surveillance coronary angiogram and concomitant intravascular ultrasound (ivus) imaging. After identifying a normal right coronary angiogram, the clinician attempted to insert a non-mdt wire for ivus evaluation. However, resistance was quickly met, and the wire failed to pass through the proximal portion of the rca. A subsequent angiogram revealed a spiral luminal filling defect from the proximal to the distal rca indicating coronary dissection and thrombolysis in myocardial infarction (timi) 2 flow. The st segment elevation appeared in lead ii and iii on ECG monitoring, while hemodynamic parameters were stable. Urgent bailout stenting was performed and 3 resolute integrity (rx) drug eluting stents were deployed in order from distal to proximal at 12, 16, and 16 atm, respectively, with overlap between adjacent stents. Although the right ventricular branches were compromised, final rca angiography showed optimal angiographic results with timi 3 flow; ECG abnormalities eventually returned to baseline. A follow-up ECG, performed six hours post procedure, showed new st segment elevation of 2 mm in leads v 1-2, and a blood test revealed elevated levels of troponin I (29.834 ng/ml, normal level less than 1.5 ng/ml). The patient was hemodynamically stable and did not complain of chest pain. Considering the occurrence of the previous adverse event, a follow-up coronary angiography was performed and showed a complete linear transverse fracture of the previously inserted stent. The fracture site was close to the stent overlap, at the distal edge of the first proximal stent; hinge motion was noted during the cardiac cycle. Although there was evidence of some misalignment observed, the two fractured segments still maintained contact without definite displacement. Since there was no evidence of obstruction at that time and timi 3 flow was observed, the procedure was terminated after ascertaining the left coronary artery was normal. Echocardiography showed new right ventricular dysfunction, but the patient remained hemodynamically stable without any discomfort. The patient was discharged from the hospital three days later with standard dual antiplatelet drugs and immunosuppressive agents. After 12- months of clinical follow-up without further issues, routine surveillance coronary angiography was performed. Previous stents were deemed stable without restenosis at the original site of stent fracture.